Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The air in line alarm was confirmed and reproduced. The air in line alarms were also observed in the device history log. The pump was found to pass further testing. The pump was calibrated to ensure accurate detection. Also, the upstream sensor assembly, ultrasonic pusher, and ultrasonic sensor were replaced.

Event description:
It was found during baxter's testing that a pump was alarming for air in line alarms. There was no pt involvement since the error was found during testing.